Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 54-year-old male patient with cardiomyopathy. The patient was supported with extracorporeal membrane oxygenation (ECMO), which was being utilized as the primary modality for ventricular unloading. During impella cp support, abnormal right femoral waveforms and flows were observed. An echocardiogram demonstrated that the pump was positioned shallow, with the inlet at the level of the aortic valve. The device was subsequently repositioned by the physician, after which waveforms and flow normalized. The purge solution consisted of dextrose 5% in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. Laboratory evaluation demonstrated elevated plasma-free hemoglobin (pfhgb), initially reported at approximately 50 mg/dl, with a subsequent increase to greater than 190 mg/dl. The managing clinical team assessed that the hemolysis was most likely associated with ECMO support and management, rather than impella cp function. Repeat echocardiographic evaluation confirmed that, although the pump position was slightly deeper than recommended, the device was not believed to be contributing to the hemolysis. The impella cp repositioning successfully restored appropriate waveforms and flow. The patient survived to explant.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added.